Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and the customer successfully completed the reset with no recurrence of the malfunction code. The customer was advised to contact technical support again if the issue reoccurs.